Manufacturer narrative:
This MDR is being submitted late due to findings from an internal audit, which identified that certain complaints had not been adequately evaluated for MDR reportability. In response, CAPA 24-08 was initiated to address and correct deficiencies in the complaint handling and MDR assessment process. As part of a two-year retrospective review conducted under this CAPA, five complaints were determined to meet MDR reporting requirements. These reports are being submitted accordingly.

Event description:
A customer reported that an aspiration cannula fractured at the connection point to the handle during a procedure. The complaint record indicates that the event did not result in patient injury or adverse impact. The device was returned to the manufacturer for evaluation. A visual assessment was conducted; however, the specific cause of the fracture could not be determined. No evidence of a manufacturing defect was identified during the evaluation. Events of this type are most often associated with the application of excessive lateral stress during use, but due to limited complaint information, a definitive contributing factor could not be confirmed in this case. The cannula was determined to be beyond repair. A new replacement device was manufactured and provided to the customer.